Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient was implanted with the pacemaker, loss of pacing was noted on both the leads after connecting to the pacemaker. The leads were disconnected, and device was checked for all the parameters. All the parameters were found to be in range. Loss of pacing was noted after reconnecting the leads. After multiple attempts, the device was replaced. The patient was stable.